Event description:
Administering curosurf in or post delivery. First dose went in fine. Second dose catheter broke, lost 8 cm of catheter in et tube. Recovered broken part of catheter with meconium catheter/aspirator per physician at bedside.